Manufacturer narrative:
The subject device was returned for evaluation. It was confirmed the stylet was broke. A root cause for the reported failure could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site when the following event occurred. When attempting to unclog the 22ga needle (ins-5410 always-on tip tracked 22ga anso flexible needle) using a stylet (ins-5411 0.016" stylet, 1235mml), the stylet broke off leaving half the stylet still in the channel of the needle, making the 22ga needle ineffective for further use. A new 22ga needle was opened to proceed. The procedure was completed with no delay. There was no injury to the patient or user as a result of the reported issue. This report (3007222345-2023-00070) is being submitted for the stylet - ins-5411. The 22ga needle - ins-5410 - is being reported on medwatch 3007222345-2023-00071.